Manufacturer narrative:
The actual device was not returned for evaluation. Therefore, the investigation was based on the user facility information and the device history records. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other similar reports with the involved product code/lot# combination. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that they were unable to insert the locator. The following information was provided by the user facility: the locator was hardly inserted into the sheath and the sheath was kinked. Two attempts were made, but the outcome was the same, so the device was not used. Manual compression was applied to successfully achieve hemostasis. The physician had completed the training process on the device prior to this case. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6.0 mm. The size of the sheath ancillary used was 7 fr. It was reported that the blood loss was less than 250 cc, and there was no health damage to the patient.

Manufacturer narrative:
With no return of the actual device the exact cause of the reported event cannot be definitively determined.